Event description:
The customer reported that falsely elevated potassium (k) results were obtained on two patient samples on the dimension vista 1500 instrument. The initial results were not reported to the physician(s). The samples were reprocessed on an alternate dimension vista 1500 instrument. The repeat results recovered lower than the initial results. The repeat results were considered correct and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated k results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated potassium (k) results were obtained on two patient samples on the dimension vista 1500 instrument. Quality control (qc) was within the range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, identified gel in the integrated multisensor technology (imt) probe, replaced the imt probe, aligned reagent 1 (r1), imt, sample 3 (s3), reagent 5 (r5) probes, and ran diagnostics, which passed. The customer ran qc, which recovered acceptably. Siemens evaluated the event and concluded that the imt probe malfunction and probe alignment issues potentially contributed to the falsely elevated k results. The instrument is performing according to specifications. No further evaluation of this device is required.